Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC line started leaking when it was last flushed. The line was put in on (B)(6) 2025 for regular transfusions, however had started leaking when it was last flushed. The line was a mess when we went to check it and we took it out as it was encrusted at the skin and the line was full of old dry blood. When we removed it, we saw that it was broken about 1-2cm beyond where it was inserted at approx. 9-10cm marker. The patient was unharmed, more inconvenienced. He had a replacement line placed a few days post removal of the line that was fractured.